Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on mar 03, 2021 with lot number 2165552. Visual analysis of the returned device identified: curved opening, wear abrasion, red particles, fold creases, weight within specification. A microscopic analysis was performed which identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening

Event description:
Healthcare provider reported rupture for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the right side. Device was explanted.